Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having nasal/throat irritation or soreness, low pulse/oxygen after waking, extremely dry eyes, chest, and mouth. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dirt/dust contamination on the outside of the back of the device, contamination throughout the airpath, mineral deposits, discoloration, and evidence of water ingress present inside of the blower box assembly, a fine black contaminate found on the back of the lcd panel and the sides of the device housing, slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence multiple contamination on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.